Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address a broken femoral stem and loosening. Update 11/6/15 legal claim and medical records received. Legal claim alleges pain, numbness, tingling, broken stem and elevated metal ions. Lab results indicated the metal ion levels are below 7ppb. The revision operative note confirmed the broken stem. The cup was also noted to have too much anteversion (didn't give a degree), but it wasn't revised. After the revision, the patient has noted a leg length discrepancy and pain. The medical records believe the pain can be attributed to possible lumphoma. Update 10/04/2016 summons and order received. There is no new information that would change the existing MDR decision. Complaint was updated 01/13/2016. Update ad 17 dec 2018. (B)(4) has been re-opened under (B)(4) due to receipt of ppf. In addition to what were previously alleged, ppf alleges dislocation, metal wear and metallosis. Head and liner has been added to the complaint. Doi: (B)(6) 2008; dor: (B)(6) 2014; left hip.xs

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.